Manufacturer narrative:
Device evaluation summary: one pump/manifold assembly was received by failure investigations for analysis. The assembly was connected to the main control board and the pneumatic circuit of an ht70 test bed. The unit under testing (uut) was powered up and allowed to ventilate on standard test settings per the ht70 service manual. During operation the pump observed to make a grinding noise. Upon further inspection of the pump assembly, debris was observed within the piston assembly housing on the small cap end of the pump. The mounting plate was removed and the linear bearings were inspected. The linear bearings were observed to have physical damage due to wear. The reported symptom was caused by damaged linear piston bearings due to wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, a ht70 plus ventilator made a grinding noise. The patient was removed from the ventilator and placed on an alternate ventilator. There was no harm to the patient as a result of the event. The medtronic field service engineer (fse) evaluated the ventilator and confirmed the customer reported issue. To resolve the issue, the fse replaced the ht70 pump and manifold assembly. The ventilator passed calibrations and performance verifications.